Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) generated an alarm and rebooted. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
The stm that encountered the issue troubleshoot the iabp unit and observed error code # 111 and error code #112 in the iabp log files. As per the service manual, the stm replaced the executive processor board. Subsequently, the stm completed the pm service with all calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) generated an alarm and rebooted. There was no patient involved and no adverse event was reported.